Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, cracked battery compartment, and scratched lcd lens. No evidence related to the reported issue was available in the event history log. Functional testing was unable to replicate the reported issue; the motor was operating as intended. The root cause was determined to be user error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement. Na.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.